Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name stealthstation; product ID 9735740 (lot: 2.1.0); product type: 2543-mnav - system h3: the system was serviced in the field, and no fault was found. The system performed as intended. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that while performing an electromagnetic localization system tumor resection the surgeon was stating an alleged inaccuracy. They performed the registration while patient was still on rolling bed, accuracy was checked, and then patient was flipped for procedure. Accuracy was then rechecked but the surgeon was stating it was off 1 1/2cm laterally. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. Archive not available. Logs were reviewed. One application session available on incident reported date. 1 magnetic resonance (mr) exam was used and three trace registrations were performed with accuracy metric of 4.7 millimeters (mm), 2.7 mm and 2.2 mm respectively. Electromagnetic (em) localization was used. As per log analysis, there was nearly one an half an hour time interval between the registration and the navigation performed by the surgeon. Suspected reference frame might have been moved in this time interval leading to the inaccuracy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.